Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced an unexpected refractive outcome. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
The lens was returned loose inside an opened non-company peel pouch. Solution is dried on the lens. The optic is torn/split/cracked and cut into portions (some portions are missing and not returned for evaluation), typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicates the lens was exchanged. The monofocal 17.0 diopter lens model was replaced with another 17.0 diopter lens model. The manufacturer internal reference number is: (B)(4).